Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the following results were obtained on a neonate patient using the inform system, compared to a lab result: 39 mg/dl (inform - 5:40 pm), 45 mg/dl (inform - 5:44 pm), 54 mg/dl (inform -5:45 pm) and 27 mg/dl at 5:52 pm(lab). Caller cannot confirm if all samples were taken from seperate heelsticks. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.